Manufacturer narrative:
This report is submitted on may 03, 2018 (B)(4).

Event description:
Per the clinic, the patient experienced pain with device use; subsequently, the device was explanted (date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.